Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being damaged was not confirmed. Additional information provided communicated that the system controller was exchanged due to the controller being damaged. It was also noted that no products would be returned for analysis and that no log files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11may2018. Heartmate 3 patient handbook section 6 - "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 - "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had existing low flow software installed and needed a controller exchange in the heart failure clinic due to wear and tear. The low flow alarm threshold adjustment was performed to patient's new backup controller.